Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient's parent reported that the pediatric patient experienced a cgm accuracy issue which occurred the day of sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl. No bg meter reading was taken at this time. The patient¿s father treated the patient with juice. Despite treatment, the patient cgm value did not rise. Therefore, the patient then tested his bg meter reading, which was almost 600 mg/dl. The patient ¿wasn¿t feeling good¿ and had presyncope. The sensor was removed at this time. The patient¿s father treated the patient with insulin per routine diabetes management. Of note, the patient had recent training on the omnipod insulin pump, however, was not yet using the insulin pump during this event. There was no documentation of the patient seeking any assistance from a higher level of care. The patient was asymptomatic and was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.